Event description:
On 11/4/98, pt seen in clinic for a blood draw. Received saline and heparin flush through a central line (2-hickman). On 11/5/98, pt admitted to hosp for signs and symptoms of septic shock (fever/chills). Pt was admitted to the intensive care unit for pressor support. On 11/5/98, blood cultures positively identified enterobacter cloacae. In 11/98, pt discharged from the hosp. On 11/8/98, pt admitted for routine chemo, with c/o fever/chills for one day. Pt not neutropenic. Pt c/o back pain and felt cold. Pt was shaking and had a temperature of 40 degrees c. While accessing central line and starting intravenous fluids, pt chilled, c/o lower back pain, and had increased temperature within 60 mins. Highly suspicious for central line colonization (with bacterial shower with line access). Decreased blood culture after pt started on tobramycin, ceftaz, bactrim, nystatin, holding chemo. Blood pressure: 70's/30's to 105/43. Decrease in gram stain of positive gram negative cells in blood culture after seven hrs. Admitted to pediatric intensive care unit for septic shock, 11/5 - 11/11.